Event description:
Oxygen tubing air life sft2614 adult cushion nasal cannula 14' length appears cloudy in the package. Product appears to have a white powder/milky substance throughout the product. Tubing was not used on any pts. Defect noted upon opening product.

Event description:
Oxygen tubing air life sft2614 adult cushion nasal cannula 14' length appears cloudy in the package. Product appears to have a white powder/milky substance throughout the product. Tubing was not used on any pts. Defect noted upon opening product.